Event description:
Following deployment of the duett pro sealing device, the patient developed a small hematoma. Attempts made by vsi to obtain patient treatment and status have been unsuccessful at this time.